Event description:
Zfen was placed (B)(6) 2020. Leak was thought to be potential type ll and we would re-evaluate. 30 day CT follow up was performed and significant endoleak was still appreciated. Diagnostic angiograms confirmed type lll, thought to be tear of defect in flow divider. Patient was rescheduled to reline.

Manufacturer narrative:
The device was not returned for evaluation. The william cook australia medical director reviewed the supplied imagining and confirmed there was an type iii endoleak and that it appears to be arising from a tear in the bifurcation of the distal component (zfen-d). It is not possible to speculate on the root cause of the tear from the imaging. Work order ac1062090 was reviewed and appears complete and correct. The IFU supplied with the complaint device for general information only lists endoleak as potential adverse events and states: ¿the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft¿. Based on the information provided a definitive root cause cannot be attributed, it is possible one of the following could have contributed to the reported issue: wear/abrasion/biodegradation at interface site between components procedural factors.

Event description:
Zfen was placed (B)(6) 2020. Leak was thought to be potential type ll and we would re-evaluate. 30 day CT follow up was performed and significant endoleak was still appreciated. Diagnostic angiograms confirmed type lll, thought to be tear of defect in flow divider. Patient was rescheduled to reline.